Manufacturer narrative:
H4: device manufacture date: the lot was manufactured between january 19, 2024 - january 22, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected therapy time was 48 hours. However, the device was empty within 44.5 hours of infusion. The device contained 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.